Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the unit was cutting out. There was no adverse patient consequences reported.

Manufacturer narrative:
Blade seized/stopped - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.